Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of "error code" through the identification of "door jammed" messages found within the history log. These alarms could not be reproduced but the device was received inoperable due to door unable to open with slide clamp caused by dried fluid buildup inside keyhole casing which prevented vertical movement. This was determined to contribute to the identified symptom. The keyhole was replaced to correct this condition.

Event description:
It was reported that a spectrum pump alarmed an unspecified error code. Review of the history log identified door jammed alarms. It was also reported that there was no pt incident.